Manufacturer narrative:
The device was returned for analysis. The reported tip material separation was able to be confirmed. The reported stretched stent was unable to be replicated in a testing environment due to the condition of the returned device (stent not returned). Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that after stent deployment during device removal inadvertent interaction resulted in the tip of the device to become caught on the deployed stent; thus resulting in the reported stretched stent and ultimately resulting in the reported/noted tip material separation. As reported, an attempt was made to snare the separated nose cone but was unsuccessful. During the snaring attempt the nose cone fell down into the peroneal artery. No further intervention was performed. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Attachment medwatch report #(B)(4).

Event description:
Subsequent to the initial report being filed, a medsun report was received stating the following: [describe the event or problem: during the deployment of the stent to the patient's left popliteal artery, the nose cone of the stent sheared off in the artery. What was the original intended procedure? Left leg peripheral angiography. What problem did the user have: device malfunction - that is, the device did not do what it was supposed to do; device failed (e.g. Broke, couldn't get it to work or stopped working); therapies being used on the patient at the time of the event that may have caused or contributed to the event: not applicable;] no additional information was provided.

Event description:
It was reported that the procedure was to treat in-stent restenosis in the popliteal artery. The 4.5x80mm supera self-expanding stent system (sess) was advanced to the target lesion and the stent was implanted without issue. The handle was relocked and the delivery system was removed; however, when the delivery system was pulled out of the sheath the nose cone was noted to be missing. No resistance was noted during removal. Imaging was performed and the stent was noted to have elongated from the popliteal to the sfa; however, the stent remained open. The separated nose cone was noted to be in the popliteal artery. Therefore, an attempt was made to snare the separated nose cone but was unsuccessful. During the snaring attempt the nose cone fell down into the peroneal artery. No further intervention was performed. There was no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.